Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection and functional test of the returned device. Visual inspection revealed vapr clplse90 electrode w hand cntrls was not returned in original package. The tip showed signs of activation. The tip and suction tube had foreign matter, presumably biological matter. The shaft was broken at the base of the tip. The handle and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that in the coagulate and the ablate mode the device worked as intended using the hand controls and the foot pedal. The overall complaint was unconfirmed as the observed condition of vapr clplse90 electrode w hand cntrls would not have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU, use instructions are provided, and it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The photo investigation revealed that the vapr clplse90 electrode w hand cntrls appears to be on the arthroscopic space. However, the reported condition could not be clearly observed and no observations pertaining to the nature of the reported event could be identified. The overall complaint was unconfirmed as the photograph attached is insufficient to draw a conclusion about the reported event. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. As per IFU, carefully insert and withdraw electrodes to avoid possible damage to the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure on (B)(6) 2024 the vapr clplse90 electrode w hand cntrls device was unable to ablate. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.